Manufacturer narrative:
Vyaire file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the biomed from the facility verified that the ventilator is showing o2 inlet low alarm. Observed tubing kink. Then adjusted regulator fully found o2 inlet pressure not exceed above 39 psig. Machine gives o2 inlet low alarm with setting of 100% fio2. Aslo, done o2 pressure calibration & found 0 and 50psig calibration. Crosscheck new o2 regulator, safety solenoid valve and shut up valve but problem not solved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator is giving o2 (oxygen) inlet low alarm. The customer confirmed that there was no patient involvement associated with the reported event.